Event description:
In 2008, the distributor reported that during surgery, the surgeon was implanting four pathfinder screws. When the surgeon was implanting the third screw, the instrument broke and a portion remained in the vertebra. There was a surgical delay of three hours.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. The device has been recalled. The office has been notified. Evaluation is pending upon the return of the product.